Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a planned surgical procedure an interrogation revealed a high threshold reading on the right ventricular (rv) lead. The physician chose to monitor with no action taken. The lead remains in use. No patient complications have been reported as a result of this event.